Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds. It was mentioned that the patient was admitted to the hospital due to infection on the system. At this time, this lead remains in service. No adverse patient effects were reported.